Manufacturer narrative:
No sample was received for analysis; therefore, we are unable to determine the exact cause for the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. A review of manufacturing documentation for the lot reported showed no issues.

Event description:
While taking the specimen or when charging the needle again, the stylet was taken back, too. Then the needle fired without pushing the buttons. Needle went through specimen cup and injured nurse in ring finger. Nurse sought medical attention following the incident.